Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is inoperable. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since neither the device nor logs were returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.